Event description:
It was reported that the device tube with the cuff hose was loose. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI is unknown, no product information has been provided. No product or photographs were provided for investigation; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Review of the manufacturing device history record was conducted by our supplier. The supplier also conducted testing on sample products from retained production samples. The supplier found no abnormalities related to the reported issue in the review or testing.